Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 44 mg/dl at the time of the incident. The customer did not mention how they treated. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. The customer reported a flush pump drive support cap and believes the pump is over delivering. Troubleshooting was completed but did not resolve the issue. The customer had a low blood pressure incident where they fell on their face, but did not get hospitalized. The insulin pump will be returned for analysis.